Event description:
Microtubing cracked at hub and leaked. Baby did not received all fluids, nutrition and meds ordered. Meds given and tubing changed. Baby dependent on line for nutrition, fluids and meds. Leak detected after blood gasses drawn and abnormal. Fortunately, central line did not need to be replaced.